Manufacturer narrative:
All available information was investigated, and the reported physical resistance / sticking (arm positioner) and noise, audible (noise) were confirmed via returned device analysis. The reported difficult to open or close (clip open - difficult) could not be replicated in a testing environment. The clip was discovered to be twisted over the l-lock shaft. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to open or close (clip open - difficult), physical resistance / sticking (arm positioner), and noise, audible (noise) were related to the twisting/ offsetting between components (clip and l-lock shaft) and crack (l-lock tabs). A cause of the observed material twisted / bent could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na

Event description:
It was reported that during preparation of the clip delivery system (cds), the arm positioner was met with resistance during functional testing. During attempt to open the clip (unlock the clip and attempt to open), the clip would not open easily. Several attempts were performed, but the clip would still not open smoothly. It was noted when turning the arm positioner, an audible noise can be heard. The device was not used. A replacement device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.